Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient experienced inappropriate shocks therapy.

Event description:
New information received notes that anti-tachycardia pacing (atp) was delivered due to supra-ventricular tachycardia (svt) in the ventricular fibrillation (vf) zone. Programming change was made. The patient was in stable condition.